Manufacturer narrative:
The complaint product, teleport microcatheter, was returned for evaluation. Per gross examination: the tip of the returned teleport microcatheter had been separated into two parts. The part near distal shaft had been rolled and folded over and the other part had slid to the proximal shaft. The distal shaft of the returned microcatheter had been stretched and deformed. No exposed braided wire/coil was found on the returned device. The associated guide wire was not returned for analysis. Apart from above observed damages, no other anomalies were found on the returned device. No case image/cd was provided for analysis. No other similar complaints were received from the same lot products until now. The device history record for this teleport microcatheter lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release.

Event description:
The teleport microcatheter became stuck on a command st guide wire. The catheter was removed and a non-orbusneich catheter was used with the same wire to complete the case with no issues. The wire may not have been properly hydrated prior to insertion in the patient.